Manufacturer narrative:
Involved components: nj102 (lot #51099683). Additional 510(k) number k081973. Ceramic head lot or article number unknown (third party product). The ceramic insert is not from aesculap. High friction caused extreme wear. This failure was caused by a not allowed combination with competitor, which is mentioned in the IFU. Off-label use.

Event description:
Country of complaint: (B)(6). Surgical revision. According to surgeon, the loosening between adapter and head occurred because of the high resistance between inlay and cup.